Manufacturer narrative:
(B)(4) date sent: 1/5/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 148d65. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 was received with the anvil shroud, anvil clamp dowel pin and anvil insert were missing, also detached clamp arm pivot pin was observed. A glcr80b reload was loaded in the device. The reload had the proximal 1 double driver up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the unlocked position. The swing tab in unlocked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. During the visual inspection, the internal tab of the anvil shroud was broken and missing anvil shroud. The broken shroud did not have a functional impact on the device. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was returned with missing anvil insert, missing anvil clamp dowel pin and detached clamp arm pivot pin, and so unable to be tested for functional testing. It's possible that the anvil insert, dowel pin and pivot pin fell out when the anvil shroud was broken. The reload was tested with a test device for functionality and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event described was unable to investigate further due to missing components in the returned device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 148d65, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.